Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted 40-50% within one day and the insulin gauge estimate was observed to be inaccurate. There was no reported impact to the customer's blood glucose. Reportedly the customer would continue to use the pump for insulin therapy.